Manufacturer narrative:
The referenced device was returned to the manufacturer for evaluation. However, the evaluation is still in progress. The exact cause of the reported event could not be determined at this time. However, if additional information becomes available at a later date, this report will be updated and a supplemented accordingly.

Event description:
The manufacturer was informed that during a diagnostic and therapeutic esophagogastroduodenoscopy (egd) procedure while inserting the balloon some resistance was met. The balloon was inflated once to it's full pressure and then deflated at the end of the case. The balloon would not retract out of the scope and had to be removed from the patient with the balloon still in the biopsy port of the scope. After removal, the catheter had to be cut to remove the balloon. The procedure was completed at that point, therefore, another balloon was not needed. There was no unexpected bleeding to the patient or patient injury reported. The balloon was inspected prior to use and no anomalies were noted.

Manufacturer narrative:
The OEM (nordson medical) conducted aninvestigation for the concerned device. The OEM noted the balloon portion of the device was deflated. There were no kinks in the balloon, balloon tip, or the catheter. The balloon was cut from the catheter. The DHR was reviewed and there were no abnormalities or deviations documented during the manufacturing process. The OEM reviewed risk documents for the risk associated with retrieval issues was sufficiently identified and evaluated and determined that no further changes were necessary. Based on the OEM's investigation, the exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results. The referenced device was returned for the reported "device getting stuck in the scope even after the balloon was deflated". The device was received in its tyvek pouch and was found cut into two pieces, with the shorter one on the proximal end and measuring roughly 6.5". The blue foam was covering the cut ends to protect from the sharp edges. The balloon and luer appeared to be intact. In the middle of the device there was a gradual bend/kink that would reshape after trying to lay it flat. The investigation is ongoing as the device was forwarded to the OEM for further investigation. If additional information becomes available, this report will be supplemented accordingly.